Manufacturer narrative:
Additional information provided in d9 and h3. Correction provided in g4. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test passed. System air leak test passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to peritonitis on (B)(6)2024. No additional information was provided during the intake process. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6)2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, durations, frequencies unavailable). However, on (B)(6)2024 the patient¿s preliminary peritoneal effluent culture result returned positive for candida parapsilosis (fungal peritonitis), and the hospital nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product). The patient simultaneously received a temporary hemodialysis (hd) catheter (not a fresenius product), and the patient was transitioned to hd. As a result, the patient¿s vancomycin and ceftazidime were discontinued, and replaced with intravenous (IV) fluconazole (dosage, frequency, duration unavailable). The patient was discharged on (B)(6)2025 and has recovered from the serious adverse events. The pdrn stated the cause of the peritonitis is unknown, as the patient is adept at performing aseptic ccpd. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. As of (B)(6)2025, the patient remains on outpatient hd while his peritoneum rests.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of fungal peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which warranted hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal, and the patient¿s transition to hd for rrt. The etiology of the serious adverse events remains unknown; therefore, causality could not be firmly established. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Of these infections, approximately 15% are fungal in nature and frequently require the removal of the patients¿ pd catheter. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the liberty select cycler, liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet users¿ expectations or the manufacturers¿ specifications.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to peritonitis on (B)(6) 2024. No additional information was provided during the intake process. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, durations, frequencies unavailable). However, on (B)(6) 2024 the patient¿s preliminary peritoneal effluent culture result returned positive for candida parapsilosis (fungal peritonitis), and the hospital nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product). The patient simultaneously received a temporary hemodialysis (hd) catheter (not a fresenius product), and the patient was transitioned to hd. As a result, the patient¿s vancomycin and ceftazidime were discontinued, and replaced with intravenous (IV) fluconazole (dosage, frequency, duration unavailable). The patient was discharged on (B)(6) 2025 and has recovered from the serious adverse events. The pdrn stated the cause of the peritonitis is unknown, as the patient is adept at performing aseptic ccpd. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. As of on (B)(6) 2025, the patient remains on outpatient hd while his peritoneum rests.